Event description:
No new information.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed via evaluation of the returned device and clinician review of the provided medical records. Method & results: product evaluation and results: visual inspection: visual inspection of the returned devices indicated that damage consistent with the loss of taper lock was observed on the head and stem. The stem trunnion is severely worn. Clinician review: a review of the provided medical information by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent a primary right total hip arthroplasty because I was able to see an x-ray with the implant in place. I can also confirm that the patient developed a head neck disassociation on the right side and revision of that implant, also because I was able to see x-rays with the implants in place. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of head neck disassociation with subsequent metallosis is multi factorial including surgical technique, especially in the way that the femoral head and trunnion are prepared prior to and during insertion, patient factors including activity level, lifestyle and bmi and implant factors. Implant positioning can also play a role, especially since this patient has a notch in the trunnion." Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. Visual inspection of the returned devices indicated that damage consistent with the loss of taper lock was observed on the head and stem. The stem trunnion is severely worn. A review of the provided medical information by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent a primary right total hip arthroplasty because I was able to see an x-ray with the implant in place. I can also confirm that the patient developed a head neck disassociation on the right side and revision of that implant, also because I was able to see x-rays with the implants in place. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of head neck disassociation with subsequent metallosis is multi factorial including surgical technique, especially in the way that the femoral head and trunnion are prepared prior to and during insertion, patient factors including activity level, lifestyle and bmi and implant factors. Implant positioning can also play a role, especially since this patient has a notch in the trunnion." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: a patient who underwent tha (accolade tmzf) on (B)(6) 2012. The neck trunnion of the accolade tmzf wore out, causing the head to dislocate from the stem within the hip joint, necessitating revision arthroplasty on (B)(6) 2025. During the revision surgery, the surgeon observed metallosis of the surrounding tissues associated with stem wear.